Event description:
Reporter alleged patients' blood glucose measured 23 mg/dl at 8:24 compared to a lab measurement of 177 mg/dl at 8:30. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.